Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of air bubbles from the reservoir. The customer's blood glucose reading was 200 mg/dl to 360 mg/dl. The customer stated that the approximate sizes of the air bubbles are large. The customer mentioned that the pump was rewound with a reservoir in place. The customer confirmed they are not using expired/denatured insulin before filling reservoir. The customer was unable to finish troubleshooting.